Event description:
It was reported that during a lap sigma procedure, error code. Took new instrument. Used with gen04. No further information is available. No patient consequence.

Manufacturer narrative:
The ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.